Event description:
Customer reported that a chemo set leaked. There was no report of pt or user harm and no medical intervention was reported. Although requested, no further pt or event information was provided.

Manufacturer narrative:
(B)(4). The customer's report of a leaking chemo set was confirmed. Leaking was observed at the engagement between the nitro tubing and the upper fitment during functional testing. The engagement was evaluated under microscope and the engagement showed evidence of insufficient solvent. The root cause of the leak was identified as a manufacturing issue due to insufficient solvent.